Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-07733. Additional information indicates that ipg was also unable to communicate with external devices before the surgery took place. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein pocket was revised and ipg was explanted and replaced to address the issue.